Manufacturer narrative:
Device passed self test, displacement test and rewind, however unit failed prime/seating. Problem isolated to motor home slide. Unable to perform basic occlusion, force sensor test and occlusion test due to failed prime/seating test. Device received with cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarm bent canula after each bolus. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.